Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The mvp device will not be returned for evaluation as it remains implanted in the patient. The reported event could not be confirmed and an event cause could not be conclusively determined from the reported information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of mvp-7q migration after detachment. The patient was undergoing treatment for a dissected vertebral artery. The artery diameter was more than 6 mm prior to implantation; the diameter was not measured post-implantation. Blood flow rate of the artery was very high. A continuous flush was maintained during the procedure. A power injector was used during the procedure to inject the contrast; contrast volume and flow rate are not known. Coils had been placed, then the mvp was placed. The mvp was never repositioned during the procedure. The physician detached the mvp. After approximately 30 seconds, contrast was injected. Angiography showed that the device had migrated approximately 1 cm and was stopped by the coils. There were no reports of patient symptoms in connection with this event.